Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer declined to complete the check. Customer resumed insulin delivery. Customer's blood glucose was 290 mg/dl.